Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they had already replaced standard a and standard b solutions and a sensor. The ccc specialist evaluated the process error log and determined that errors were generated when the samples processed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the clog detect mechanism and the integrated multisensor technology (imt) probe. At a later date, the cse replaced and aligned the imt module, which resolved the issue. The cse ran a diluent check, which passed. The patient samples were run in replicates of three to verify that precision was acceptable. The cause of the discordant sodium results was related to the imt module. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant sodium results were obtained on three patient samples on a dimension vista 500 instrument. The samples were repeated on the same instrument and results differed from the initial results. The customer stated that they were not reporting any results from the instrument. On a later date, the customer stated that five patient samples failed the delta check, meaning that the results did not match results previously obtained on samples from the same patient. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results closely matched prior results from the patients and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.